Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events within past month on (B)(6) 2025. The issues occurred with three similar types of infusion sets and site was patient's thigh. The symptoms appeared within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.